Event description:
It was reported that the atrial lead exhibited noise and inappropriate automode switches episodes. The device was reprogrammed and the lead remained implanted. The patient would continue to be monitored.